Event description:
Subsequent to the medwatch report, additional information was received. At the patient's follow-up appointment on (B)(6) 2012, the physician stated that as there had not been any allergic reactions noted due to the clip, he feels comfortable leaving it in. Patient remained asymptomatic. The physician did not prescribe any medication or treatment due to the clip. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no product deficiency and product was not returned. The patient effect, hypersensitivity, is a foreseeable event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that after a diagnostic procedure, a starclose se clip was deployed in the right groin. Reportedly, there has been no complications, however, the patient has a known allergy to nickel. The patient has experienced no allergic symptoms and has taken no medication. The physician has been contacted by the patient for a follow-up consultation. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review will not be performed. A follow-up report will be submitted with all additional relevant information.